Manufacturer narrative:
Analysis of the pump revealed end of service due to time progression.

Event description:
It was reported that the patient¿s pump ¿shut down¿. It was believed that the pump was ¿dead¿. On (B)(6) 2013, the pump started to alarm and the patient was not receiving drug. The patient went to the emergency room (ER) the next day due to pain and got a shot of morphine and ¿10 hydromorphine¿. The hospital staff did not know what to do with the pump. The patient could ¿taste and smell the pump and the medication throughout his whole body¿. The last pump refill was in the (B)(6). The patient¿s next refill was scheduled for 45 days later. The device system was used to deliver morphine. It was later reported that the pump shut off. The date of onset of the event was reported to be (B)(6) 2013. The patient experienced back pain and received vicodin. The patient was scheduled for a pump implant. It was noted that the pump would not be sent back to the manufacturer for analysis. The manufacturer's device registration database indicated that the pump was replaced on (B)(6) 2013.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
A representative later reported they had spoken with the physician on (B)(6) 2013. They confirmed that the pump was delivering hydromorphone and bupivacaine.

Event description:
It was later reported, the patient recovered without sequela. It was noted, the battery was depleted. The medication infused was noted to be compounded baclofen.

Manufacturer narrative:
Correction: methods does not apply to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.